Manufacturer narrative:
H6 - health effect clinical code: 4581 - ac shallow. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and additional yag iridotomy are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault with rotation. The lens repositioned but that did not resolve the problem. Significant reduction of irido-corneal angles and shallowing of the ac. Yag performed. Lens exchanged for a shorter length lens and the problem was resolved. Cause of the event was reported as unknown.